Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per an ivc reposition report dated (B)(6) 2005, ¿the pigtail catheter is then repositioned below the new filter placement and the repeat cavogram shows the filter to be in good position. The puncture site was compressed until hemostasis was achieved. There were no immediate complications, and the patient tolerated the procedure well. Findings: initially, the filter was positioned in the infrarenal ivc. Ivc-gram demonstrates no thrombus within the filter. At the conclusion of the procedure, the filter has been repositioned lower in the ivc in a different location. Impression: 1. Successful reposition of an ivc filter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2005 at (B)(6) medical center in (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested, but not provided.

Manufacturer narrative:
(B)(4). Corrected data: previously listed as adverse event - corrected to product problem, previously listed as serious injury - corrected to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/20/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2005 via the right common femoral due to deep vein thrombosis. Plaintiff is alleging device migration. Plaintiff alleges successful retrieval on (B)(6) 2005.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2005 at (B)(6). It is alleged the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested, but not provided.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
It has not been possible to further investigation or evaluate this alleged event based on the limited information provided to date via the operative note stating "device migration." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.